Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer used a backup insulin pump to ensure continued insulin delivery, and tandem technical support sent a replacement pump with updated software.